Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 323 mg/dl, and troubleshooting was completed with suspicion for a bent cannula; the user declined to change the infusion set and declined follow-up. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization and no device alerts or alarms. Investigation included user interview and troubleshooting. Investigation of this case revealed a suspected infusion set issue consistent with delivery impairment, though the cause remained unclear since the user did not change the set for confirmation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.